Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 device codes.

Event description:
It was reported that this pacemaker was explanted due to possible premature battery depletion (pbd). A new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.